Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device reached elective replacement indicator (eri) unexpectedly. It was also reported that the clinician thought an electrical reset message was noted during device interrogation; however, the information was not saved prior to turning off the programmer. The device remains in use and a replacement procedure will be scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.